Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 30mm amplatzer cribiform atrial septal defect (asd) occluder (lot: 8454732) was chosen for implantation utilizing an unknown delivery sheath. During deployment, the occluder deformed into a bulbous shape. The device was recaptured and removed. The occluder was reshaped and re-loaded. Implantation was attempted once more, but the bulbous shape appeared again. There was no kink or angulation in the delivery system, but there was interaction with the interatrial septum. The occluder was removed and a replacement 30mm amplatzer cribiform asd occluder (lot:9019247) was used to complete the procedure successfully with the same delivery system. There was no patient consequences or clinically significant delay. The patient remained hemodynamically stable throughout. The patient was reported to be discharged.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Reportedly, it was indicated that there was anatomical interference (interaction with the intra-atrial septum), there was no angulation or kink in the delivery system upon deployment, and an 9f delivery sheath was used. Additionally, a photos were received from the field and the photos appeared to show the device deformity (bulbous shape). However, it could not be confirmed as there was no bulbous shape deformity during the returned device analysis. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a.